Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg) for longer period of time. It was also stated that the patient was feeling pain and discomfort at the ipg site and several shocking sensations even when stimulation was off. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.